Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during retinal surgery, an ophthalmic forceps stopped working. Procedure was completed using another device. There was no patient harm.

Manufacturer narrative:
No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. However, all product and batch history records are quality reviewed prior to product release. The concerned was not returned to the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. A sample was not received at the investigation site and not enough information was provided for further investigation. Therefore, the root cause for the customer complaint issue cannot be determined conclusively. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. If new information is received, this case will be re-opened and the input will be considered and reflected. The manufacturer internal reference number is: (B)(4).